Event description:
The customer reported that the pump does not hold charge. The event occurred on an unspecified date. There was unknown patient involvement and no report of an adverse event or delay in therapy. Testing and investigation were performed and it was noted the device alarmed for n56 (replace battery) multiple times. The battery was replaced and the change battery key was pressed. The complaint was verified and the probable cause was determined to be related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.